Manufacturer narrative:
Citation: ruge h et al. Tavr in patients on hemodialysis: outcome of a high-risk patient group. Heart surg forum. 2020 aug 28;23(5):e611-e616. Doi: 10.1532/hsf.3129. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of patients with end-stage renal disease on hemodialysis who underwent transcatheter aortic valve replacement. All data were collected from a single center between july 2007 and march 2018. The study population included 42 patients and was predominantly male with a mean age of 75 years. Of those, 15 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. During the mean follow-up of 568 days, the overall mortality included 14 patients (2 cardiovascular deaths, 5 unknown deaths, 7 non- cardiovascular deaths). Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: peri-operative stroke, new permanent pacemaker implantation, prosthetic aortic valve stenosis (mean gradient greater than 20 mmhg), hemodynamic structural valve deterioration (mean gradient greater than 20 mmhg), mild to moderate paravalvular leak, major/life-threatening bleeding, major vascular complications, blood transfusion required following tr ansapical/transaortic access or for gastrointestinal bleeding, and surgical intervention required for bleeding following transfemoral access. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.